Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. The upstream occlusion (uso) sensor was damaged, and the liquid crystal display (lcd) lens was scratched. Performed functional testing. The customer's reported problem, "alarms cassette not attached properly", was found during functional test. The root cause was the bad downstream occlusion (dso) sensor. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had the alarm "cassette not attached properly". There was no patient involvement and no patient harm/no adverse event reported. The product fault occurred during testing.